Manufacturer narrative:
G4: PMA/510(k): k130520. H6: investigation findings - code 4210 is based upon the evaluation of the video provided; code 3221 is based upon no sample returned. No actual sample was returned. The provided video of the actual device showed a leakage at the connection between the port and the tube of the purge line. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No similar complaint was received regarding the involved product code and lot combinations. According to the investigation result, no anomaly was found in the manufacturing records of the actual device. The cause of occurrence in this case could not be clarified as the provided image did not allow for a morphological analysis of the damage to the actual device. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." "Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during priming, the purge line was found to be broken. The procedure outcome was not reported. The event occurred pre-treatment; therefore, there was no patient harmed or involved.